Event description:
The report received from the study, indicated that approximately 1 year post-procedure, the patient died due to an unknown cause. During the index, pta was performed on an 83% occluded lesion in the proximal left internal carotid artery of 5mm in length in a 6.15mm vessel diameter. The lesion was mildly calcified. A 5mm medium support angioguard embolic protection device was successfully deployed and retrieved. There was no debris found in the basket upon retrieval. It is not documented if the lesion was pre-dilated. A 9x40mm precise otw self expanding stent was successfully deployed at the target site. The residual diameter stenosis measured 18%. There were no procedural complications. The patient had no neurological deficits upon leaving the angio suite. Post-procedure ck was 231 (maximum upper limit 200) and ck-mb 1.1 (upper limit 5.0). Post procedure stroke scale score was 0. Pre and post-procedure medications included aspirin and clopidogrel. The patient was discharged on the following day without any major adverse events. The patient had a 30 day follow-up exam 20 days later. The stroke scale score was 0. Aspirin and clopidogrel were ongoing. No adverse events were reported.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that a (B)(6) male patient with a medical history including congestive heart failure, history of smoking, diabetes mellitus and hypertension expired approximately 1 year post procedure due to an unknown cause. During the index procedure, pta was performed on an 83% occluded lesion in the proximal left internal carotid artery of 5mm in length in a 6.15mm vessel diameter. The lesion was mildly calcified. An angioguard embolic protection device was successfully deployed and retrieved and no debris found in the basket upon retrieval. A precise stent was successfully deployed at the target site there were no procedural complications and the patient had no neurological deficits upon leaving the angio suite. Post-procedure (B)(6) stroke scale score was zero and the pt was discharged the following day. The pt had a 30 day f/u 20 days later at which the (B)(6) stroke scale score remained at zero and no new adverse events reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event.